Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.0/1.5/178 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports the patient had experienced tass - toxic anterior segment syndrome. On (B)(6) 2022 the lens was explanted. It was additionally reported that a device called accuject was used for implantation; and it was noted "suspected relationship with accuject; he has been seen at another hospital and is scheduled to come back at a later date. The same events have occurred at other hospitals". The problem is not resolved. The cause of the event was reported as "other".

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).